Event description:
During an unk procedure the clips were shaped like "rain drops" rather than closing completely. A second instrument was used to complete the procedure. There was no pt consequence reported.